Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal distention, abdominal pain, cramps, shortness of breath, weight gain, and diarrhea. The cause of the peritonitis was reported to be that the sponge was protruding out of the minicap and the patient pushed the sponge back into the minicap with their finger. The patient was not hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics intraperitoneally and orally (medications, dosages, frequencies, and durations not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.